Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed and required maintenance. The customer tried to reboot and recover the station twice but failed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 5.1 and 5.2 failed to recover. A field service engineer (fse) arrived to onsite and found both drawers were working fine. Fse replaced faulty pyxibus module controller board issue was resolved. The system functioned as intended after the field service engineer repaired the device.